Manufacturer narrative:
The hill-rom technician found the left push handle was the issue. A search of the hill-rom maintenace records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the left push handle and the issue was resolved. Based on this informaiton, no further action is required.

Event description:
Hill-rom received a report from the account stating the intellidrive runs backwards when the handles are pushed forward. The bed was located in the basement at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).